Event description:
Pt and husband needing assistance with bleeding subcutaneous site. Pt's husband reported that a plastic piece had broken off during placement of new site. Recommended pt change site and replace broken piece. Supported pt and husband as they changed subcutaneous sites. Pt's husband was able to successfully change site with no issues. No other questions or concerns currently. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; bleeding at site; was any medical intervention provided? No; did we [MFR] replace the tubing? No; did he pt have backup tubing they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.